Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory further indicated pacing capture threshold in the rv was elevated. The analyst noted: ventricular capture management trend shows threshold increased in (B)(4) 2014 from an approximate baseline of 1.0v up to 2.5v the week of (B)(4), 2013. Ventricular lead impedance rose in (B)(4) 2014 from an approximate baseline of 450 ohms up to >1500 ohms the week of (B)(4), 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a fall, the patient's right ventricular (rv) lead impedances and thresholds rose sharply to high levels. A fracture was suspected, and since the patient was pacer dependent the lead was capped and replaced. No patient complications have been reported as a result of this event.